Event description:
During chemotherapy administration on a pump, the home care nurse observed an apparent system overinfusion. A one week (168 hrs) infusion had been set up at 2.0 ml/hr. The vtbi was set at 336 and the bag was filled with 350 ml. After 144 hours of infusion, the home care nurse observed there were only 41 ml remaining in the bag.